Event description:
It was reported that a patient presented for generator change out due to normal eri. Noise and inappropriate shocks had been previously reported. The lead was capped and replaced. The procedure was completed successfully. The patient was stable before, after and during the procedure.